Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the catheter got twisted and wrapped around the stent causing the stent to be deformed. The deformed stent was reinflated using a balloon. The device was completely removed from the patient`s body. The procedure was completed. There was no patient injury.